Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had critical pump error. The customer was assisted with troubleshooting. The customer stated that they had been swimming and no crack on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.